Event description:
It was reported "upon opening the packaging, it was observed that the guide wire was tortuous". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "upon opening the packaging, it was observed that the guide wire was tortuous". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one guidewire with protective tubing for evaluation. Visual analysis revealed the guide wire was kinked, and protective tubing was creased in line with the kink in the guidewire when reassembled. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 124 mm from the distal tip. The guide wire length measured 351 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.520 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The guide wire product drawing was reviewed as part of this complaint investigation. The instructions for use (IFU) provided with this kit warns the user , "do not use if package is damaged." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body which aligned with the crease on the protective tubing. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.